Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient was having an implantable neurostimulator (ins) pocket issue. The patient explained that their pocket was painful, and the ins was sticking out. They noted it is uncomfortable to sit down, and the ins is too low. The patient was having a revision done on the day of the report. The ins will be moved to the other side of their body. It is unknown if the patient recovered from the revision at this time. The patient was implanted for spinal pain. Additional information was received from the manufacturer representative on 2017-02-20 reporting that they had met with the patient at the health care professional (hcp) office on (B)(6) 2016. They did a stimulation reprogramming and the patient mentioned that they were unhappy with the implantable neurostimulator (ins) pocket. At the time, the patient did not explain that they thought it was too low. The patient had just mentioned that they felt like the battery was poking them inside of the pocket. The patient informed the hcp office about the issue. The manufacturer representative also reiterated the patient¿s concerns to the hcp office¿s staff as well. The manufacturer representative was able to improve the patient¿s stimulation programming and the patient left satisfied with the new stimulation coverage. The manufacturer representative was made aware on 2017-02-14 that a revision would be performed. The manufacturer representative had been told by their colleague that it could have been a battery replacement, lead revision, or pocket revision and so the manufacturer representative reported that they were prepared for any of the options. On the day of the pocket revision, (B)(6) 2017, the patient complained that the battery was too low. Fortunately, the hcp was able to use the existing lead and simply moved the ins from one side to the other. The hcp made sure to create the ins pocket higher on the flank this time as well. The manufacturer representative reported that they were not aware if the original ins placement was due to physician error. The hcp did not specifically state that it was physician error. The hcp did indicate that the placement was indeed a problem but it was not specified if it was an error. It was clarified that the battery was not explanted. The hcp used all of the existing equipment but made a new pocket for the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.